Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and dka on (B)(6) 2018 with blood glucose of 411 mg/dl at the time of the incident. The customer realized that their pump display was blank at the time. The customer was at 330 mg/dl at the time of the call. The customer used a bolus and was given intravenous fluids, antibiotics, and iron to treat. The customer experienced symptoms such as not feeling well and incoherence. The customer had kidney failure, uti, and anemia. The customer was wearing the insulin pump during the incident. The customer also had a low. Troubleshooting was not completed and the customer was sent a tubing clamp to perform a high pressure test. The customer experienced soreness, redness, and swelling at the infusion set site. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device powered up properly after the test battery was inserted. Device was monitored for 5 days. No blank display noted during testing. Device uploaded properly using carelink. Device had cracked reservoir tube lip.(B)(4).